Event description:
Reporter alleged that a pt received a result of hi (greater than 600 mg/dl) on the inform system compared back to back within 10 minutes of a result of 142 mg/dl obtained on a lab system. Reporter stated that they didn't treat or delay treatment based on the meter reading. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter did not have the strips and so no product will be returned for evaluation.

Event description:
Reporter alleged that a patient received a result of hi (greater than 600 mg/dl) on the inform system compared back to back within 10 minutes of a result of 142 mg/dl obtained on a lab system. Reporter stated that they didn't treat or delay treatment based on the meter reading. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. A request was made for the return of the affected product. Reporter did not have the strips and so no product will be returned for evaluation.